Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. No UDI required due to this device was out of production prior to the september 24, 2014 UDI regulation date. (B)(4).

Event description:
An optometrist reported erosion one day post lasik in the left eye. Bandage contact lens was placed on the eye. Patient complains of pain. Four days later, symptoms were reported to be resolved.

Manufacturer narrative:
A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to and after the treatment. Technical root cause could not be determined as the system is performing within specifications and as intended. (B)(4)